Event description:
It was reported that during a thrombectomy and atherectomy procedure, the collection bag was allegedly clogged. It was further reported that the catheter was allegedly overheated. Furthermore, the helix part of the catheter was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2027) h11: d2b (mcw;dqx) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left superficial femoral artery via the common femoral artery contralateral approach, the collection bag was allegedly clogged. It was further reported that the catheter was allegedly overheated. Furthermore, the helix part of the catheter was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter, a guide wire, and a collecting bag were returned for evaluation and were physically investigated. The received guide wire and the collecting bag were found without any damage. The helix was broken at 52.5 cm from the tip of the catheter. The broken part of the helix was missing. Therefore, the investigation can be confirmed for the reported helix break issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (mcw, dqx). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix facture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a serious injury as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the upgraded classification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter, a guide wire, and a collecting bag were returned for evaluation and were physically investigated. The received guide wire and the collecting bag were found without any damage. The helix was broken at 52.5 cm from the tip of the catheter. The broken part of the helix was missing. Therefore, the investigation can be confirmed for the reported helix break issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a contralateral femoral access procedure to treat left superficial femoral artery (sfa) disease, a malfunction involving the rotarex system was reported. Reportedly, the collection bag allegedly ceased to collect fluid, possibly due to a clog. Subsequently, the catheter reportedly overheated, and the helix fractured. As a result of the device malfunction, wire access was lost, requiring rewiring and ballooning to continue the procedure. An additional device was used to complete the intervention, which ultimately resulted in a suboptimal procedural outcome. The total delay was approximately 90 minutes. There were no reported clinical signs or adverse consequences to the patient.